Event description:
It was reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. The capsule fell off into the pt's stomach. No injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or, when additional info is received from the hcp.